Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a precharge fall error message. This message will result in a no boot situation. There are no reports of pt injury or death associated with this event.